Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached 300 mg/dl. For treatment, the patient was given a intravenous (IV) of unknown medicine and diagnostic tests. The ketones were negative. The patient stated that when she went to the ER she was hypoglycemic, but gave no values.